Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the ipg had migrated and the patient was no longer getting stimulation. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the bsn representative provided an incorrect information. It was confirmed that the patients explant procedure has not happened yet. It was also reported that the patient was experiencing more pain and will still undergo an explant procedure.

Event description:
A report was received that the ipg had migrated and the patient was no longer getting stimulation.